Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology - calcification). (Deformation problem). Conclusion results: inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (lesion morphology - calcification). (B)(4).

Event description:
Device evaluation: the stent was positioned between the marker bands as per specifications. The 3rd and 4th proximal stent segments were damaged. The 1st proximal and 1st distal stent segments were slightly flared.

Event description:
The physician was treating a lesion in the lad with an endeavor resolute drug-eluting stent. The lesion was reported to be calcified. During the procedure the stent was damaged due to calcification. The device was removed and another device was used to treat the lesion successfully. Device was inspected prior to use with no issues noted. There were no clinical sequelae reported. Please note that this device (endeavor resolute rx) is not approved in the us, however is similar to a us approved device (resolute integrity rx).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.